Event description:
Rn noted medium alarm coming from patient's room. Upon investigation, it was discovered that the patient's o2 saturation was 4 percent, with the medium alarm still being the only alarm going off. After manual ventilation was initiated, the high brady alarm began as the patient's heart rate steadily decreased. Chest compressions were performed for approximately 20 seconds. The only high alarm that occurred during the event was for bradycardia.